Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to noisy signals oversensing. The noisy signals were present on the alternate vector, and the technical services (ts) requested an anterior and lateral x-rays. The ts recommended an in-clinic troubleshooting to assess potential electrode fracture and recommended to explant this electrode. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The s-ICD will return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to noisy signals oversensing. The noisy signals were present on the alternate vector, and the technical services (ts) requested an anterior and lateral x-rays. The ts recommended an in-clinic troubleshooting to assess potential electrode fracture. This electrode remains in service. No adverse patient effects were reported.